Event description:
It was reported that pump displayed past cartridge change error that had occurred sporadically and continued after previously reported issue, leading to ongoing concerns for customer. There was no reported impact to the customer¿s blood glucose level. Customer stopped using pump, transitioned to multiple daily injections, and no additional information was received regarding further actions or resolution.